Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the correct serial number of the iabp involved was not provided by the customer. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump alarmed "iab disconnected" during use on a patient. All connections were intact. The iabp was switched for a different one and sent to the facility biomedical engineering department. No patient harm or adverse event was reported.

Manufacturer narrative:
(B)(4). At this time getinge service has not been requested. Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump alarmed "iab disconnected" during use on a patient. All connections were intact. The iabp was switched for a different one and sent to the facility biomedical engineering department. No patient harm or adverse event was reported.